Event description:
User getting inconsistent phosphorus and calcium results for several patient samples. The following three patient examples were provided, which gave discrepant phosphorus results. Patient 1, initial result gave 9.7 mg/dl; repeat gave 5.4 mg/dl. Patient 2, initial result gave 25.4 mg/dl; repeat gave 12.7 mg/dl. Patient 3, initial result gave 11.5 mg/dl; repeat gave 3.1 mg/dl. User reports several patient results were reported and questioned by the physician. User has no knowledge of any patients adversely affected. The field service representative determined the cause to be the r2 probes not lining up with both dispense positions, and adjusted r2 probe rotational sensor. On follow up visit, found the cells damaged by misaligned r2 nozzle and realigned r2 nozzle as well as replaced lamp and cells. Performance tests were performed.